Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of 600+ mg/dl. The customer alleged that the pump stopped working properly around 4pm on the day of the incident, which led up to the elevated bg. Prior to being hospitalized, the customer attempted to treat by administering a bolus through the pump, and 2 manual insulin injections. While hospitalized the customer was treated via intravenous hydration, and intravenous insulin drip, and released the next day.